Manufacturer narrative:
Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose¿. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process with multiple cartridges. Customer's blood glucose (bg) level was 517 mg/dl. Customer delivered a bolus to address bg level. Reportedly customer used cartridges longer than recommended. Tandem technical support educated customer on off label usage. To resolve issue customer changed cartridges and successfully resumed insulin delivery.